Event description:
It was reported that elevated threshold and impedance values were observed on the right ventricular (rv) lead, and the device was suspected for early battery depletion. The lead was capped and replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 457445 lead implanted: (B)(6) 2006. (B)(4).